Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical inspection. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak test passed. Teach pump test passed. A post- accelerated stress test 2 hour 15 min 8500 ml simulated treatment was performed and completed with no problems or failures. There were no fluid leaks in the test cassette during the treatment test. There were no visual discrepancies encountered during the internal inspection.. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported that during an unknown phase of pd treatment fluid was discovered dripping from the cycler set cassette door. The patient verified the reported data. The patient requested a new cycler. There was no harm, adverse event or intervention associated with the fluid leak. The patient received the new cycler and has been using it with no issues. The cycler is available to return for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that during an unknown phase of pd treatment fluid was discovered dripping from the cycler set cassette door. The patient verified the reported data. The patient requested a new cycler. There was no harm, adverse event or intervention associated with the fluid leak. The patient received the new cycler and has been using it with no issues. The cycler is available to return for investigation.